Event description:
A non healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced dysphotopsia. Hence the lens was explanted and replaced with another lens in a secondary procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens is cut in half, typical of insertion and removal from the eye. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The multifocal 17.5 diopter (add power +2.2/+3.2) lens was replaced with a monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that, the vision was foggy and not crisp.